Event description:
Per previous maude adverse event report (report number (B)(4)), an align radial head which had been implanted for four years was removed due to being loose with a partially backed out set screw, requiring revision surgery.

Manufacturer narrative:
Skeletal dynamics was made aware of this event during a review of the maude report database conducted on 10/30/2025. Due to the limited information provided, a full investigation could not be conducted; however, previous investigations involving failures similar to or matching the event description have consistently been linked to the occurrence of a traumatic event.